Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly difficult to deflate and was unable to reinsert it into the sheath when tried to reinsert the same device. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device was noted bloody and no other visual anomalies were noted. On the functional evaluation, the guidewire lumen was flushed and the in-house guidewire was successfully inserted without any issues. Further, the balloon was inflated using an in-house presto inflation device. Balloon inflated and maintained pressure. The balloon was then deflated and it takes the deflation time of 6 seconds which is below the maximum deflation time of 35 seconds in the product performance specification limit. The balloon was removed from the introducer sheath without issue and also the guide-wire was able to be removed without issue. No other functional testing performed. Therefore the investigation for the reported deflation issue was unconfirmed, as the balloon was deflated successfully without any issue upon deflation. The investigation for the reported difficult to insert and device-device incompatibility was unconfirmed, as the balloon was successfully inserted into the sheath without any issue during the functional testing. A definitive root cause for the reported deflation issue, difficult to insert and device-device incompatibility could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2023), g3 h11: h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter products are identified. (Expiry date: 10/2023). Device pending return.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly difficult to deflate and was unable to reinsert the same device into the sheath. It was further reported that another device was used to complete the procedure. There was no reported patient injury.